Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation that would result in patient infection.

Event description:
The sales representative reported a revision surgery due to patient infection. The surgeon removed and replaced the tibial insert and retaining bolt. There were no issues related to the explanted components noted. The original implant surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.